Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was returned for evaluation. Insufficient data logs were returned. Logs at time of reported issue were not returned for evaluation. Retrograde flow/pump stop: clinical details noted that a "retrograde flow" alarm was noted. Pump was attempted to be restarted multiple times with motor current increase and immediate pump stops. The cause of the pump stop could not be definitively determined as insufficient logs were returned and no product was returned for evaluation. The cause of the retrograde flow could not be definitively determined as limited clinical details were provided and insufficient data logs were returned. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
Patient's age, race and ethnicity is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant in the EU had a cp pump placed to support the patient admitted in with ami/cgs. The pump had supported for just over 8 days when there were retrograde flow alarms that prompted the team to troubleshoot, and this lead to a pump stop. The pump was explanted and not replaced as patient was noted to be stable.